Event description:
It was observed during the device evaluation that the bending section of the bronchovideoscope could not be controlled at all. It was also found that the image disappeared during angulation in the up/down directions. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1, e2, e3 and g3 (correction is being made to previously submitted g3 - date received by manufacturer. The correct date was 10-08-2021). Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. It is likely water/moisture invaded the device due to a leak from the scope connector. As a result, the angle mechanism became corroded, which caused the loss of control in the bending section. In regards to the loss of image, it is likely the reported issue occurred because the aforementioned leak caused an abnormality in the electrical components such as a short circuit. The event of "bending section cannot be controlled" can be detected by handling the device in accordance with the following instructions for use (IFU): operation manual_ preparation and inspection_ inspection of the endoscope_ inspection of the bending mechanism the following information from the IFU pertains to the reported event of "no image during up/down angulation": "important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. The instruction manual states the detection method associated with the event " no angulation due to wear of autoclavable wire" is operation manual_ preparation and inspection_ inspection of the endoscope_ inspection of the bending mechanism and preventative measures in reprocessing manual_ reprocessing the endoscope (and related reprocessing accessories) _ leakage testing of the endoscope_ perform the leakage test." Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.